Event description:
The customer initially reported an alarm for channel disconnect after the pump was bumped. Upon receipt of event logs via email from the customer info was provided indicating the module had a communication error scrolling. Channel a was infusing sodium chloride, channel c was infusing levophed and channel d was infusing epinephrine. Intended programming info not available. There was no adverse pt outcome or injury and no report of medical intervention. The customer did not provide any add'l pt or event info.

Manufacturer narrative:
(B)(4). The reported channel disconnect/communication error was confirmed and duplicated during an on-site investigation. A visual inspection found evidence of fluid (blood) spillage having occurred on top of the system. Functional testing and inspection performed found there was continuity intermittency occurring with the communication pins on the reported source event pump module at its right iui connection with the left side of the pcu. The right iui connector pins on the pump module had evidence of contamination/corrosion developing within the contact area of the pins. The associate pcu left iu connector pins also had evidence of contamination/corrosion developing within the contact area of the pins. The fact that there was the presence of bluish green corrosion developing suggests the pins had come into contact with a fluid contaminate. The proximate cause for the customer's reported experience is being attributed to contaminated and corroded pins on the iui connectors. Either and/or both interfacing iui connector of the pump module and pcu could have been the source for the continuity intermittency. The root cause for the presence of contamination and corrosion on the iui connectors noted to be approx 6 months old is not known.